Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the product was damaged in 30 seconds after starting to use for endoscopic sinus surgery (ess). Too much grease was applied. The procedure was completed with backup product. There was no patient impact.